Manufacturer narrative:
Patient code (B)(4) captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported.